Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that there was excessive air bubbles in reservoir. It was found that customer used cold insulin from the refrigerator. Customer was assisted with changing set and was advised to warm insulin. Customer's blood glucose was 520 mg/dl. Customer declined troubleshooting for high blood glucose.